Manufacturer narrative:
Batch review performed on 25 april 2018. Lot 163242: (B)(4) items manufactured and released on 02 august 2016. Expiration date:2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h 01.18.141 (k093944) ha coated lat stem size 1: lot 122932: (B)(4) items manufactured and released on 03 october 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer 01.29.201 (k112115) biolox delta ceramic ball head 12/14 ø 28 size s -3.5: lot 164973: (B)(4) items manufactured and released on 04 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact dm 01.26.2858mhc (k092265) double mobility hc liner 28/dmi lot 152105: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to signs of infection. The pathogen will not be available. The surgeon revised all components and implanted a spacer on (B)(6) 2018. The surgery was completed successfully.